Event description:
Bard recovery filter placed in patient in 2005. In 2008, after echo - cardiogram and catheterization, fractured limbs were seen within right ventricle. CT scan performed which showed 3 separate fractured limbs of the device and their location within the right ventricle as well as the septum.